Event description:
It was reported that the user noticed an insulin smell and leakage near the ilet insulin chamber shortly after a supply change, consistent with a leak/splash associated with the reservoir component; after a guided cartridge and tubing change with visible drops during fill, insulin delivery was resumed, yet the user experienced sustained high glucose reported at 340 mg/dl before a gradual downward trend. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage involving a seal associated with the reservoir component, aligning with a device leak/splash issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.